Event description:
Boston scientific received information that during a follow up visit, a chest x-ray revealed that this left ventricular lead had dislodged. In addition, the left ventricular threshold and amplitude were unmeasurable. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.